Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted and the intra-aortic balloon pump (iabp) therapy began. Approximately one minute after the fiberoptix sensor (fos) and cal key were recognized, the pump alarmed "ap fos sensor out of range." As a result, the pump was exchanged. There was no reported pt death or injury. Surgical/medical intervention was not required. The delay in iab therapy is unk. There were no reported pt complications. The pt's outcome is "good." Reference MDR #1219856-2011-00167 for the second event involving the same pt.